Event description:
A caller reported a malfunction alarm on a pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The technical support team provided pump reset instructions and assisted the caller with resetting the device, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurred. The caller acknowledged and understood these instructions.